Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) reading of over 500 mg/dl. The reporter also stated that the pump intermittently lost power and had a cracked battery compartment. Customer support has made several attempts to contact the reporter in follow-up; however, no additional information was obtained. If further information is provided, a follow-up report will be submitted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged power issue.